Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy drug-eluting stent was advanced for use. However, during preparation, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or older. (D4) lot number: updated from 0025089738 to 0022958627. (D4) expiration date: updated from 01/19/2022 to 05/11/2020. (H4) device manufacture date: updated from 1/20/2020 to 11/13/2018.

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy drug-eluting stent was advanced for use. However, during preparation, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy drug-eluting stent was advanced for use. However, during preparation, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or older (d4) lot number: updated from 0025089738 to 0022958627. (D4) expiration date: updated from 01/19/2022 to 05/11/2020. (H4) device manufacture date: updated from 1/20/2020 to 11/13/2018. Device evaluation by MFR.: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Slight damage was found to stent struts in the mid-region of the stent. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.